Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had repeated failures during removal, med application frozen or failed launching after reboot. A field service engineer replaced new hard disk drive, reimaged, rebooted and application ran successfully to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es over the past month, the station experienced repeated failures during medication removal. In at least six instances, the med app froze and failed to launch automatically after rebooting, requiring manual intervention. The machine wasn't available during a code grey (agitated patient) in which a patient was violent with staff members. The nursing staff was unable to access medications from the pyxis and had to route to an alternate floor (far from their patient care unit) in order to obtain medication. There was delay in patient care. There were no adverse events or injuries reported based on this incident.